Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displays a "system error, out of service, revert to manual CPR" message. No adverse patient sequelae was reported. No further information was provided.